Event description:
A 5 mm diameter x 12 mm length racer biliary stnet system was inserted into a pt for the treatment of a renal artery lesion. The vessel was non-tortuous, no calcification adn amount of stenosis is unk. The lesion was not pre-dilated. It was reported that the device was advnaced over a guidewire and through a guide catheter. The physician then elected to exchange the guidewire for a stiffer guidewire however when he pulled the guidewire back the stent delivery catheter was pulled back causing the stent to hit the edge of the guide catheter. When the stent hit the edge of the guide catheter the stent dislodged. The stent was removed with a snare. The procedure was completed with another stent. No clinical sequelae were reported and the pt is reported to be fine. The delivery system was discarded and will not be returned to medtronic.